Event description:
The patient experienced a corneal ulcer while wearing avaira (coopervision) brand contact lenses. The patient presented with a corneal ulcer in the right eye on (B)(6) 2011. The condition was treated and resolved. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).